Manufacturer narrative:
Concomitant medications - patients were given 100mg aspirin a few hours before the procedure and were treated with 100mg aspirin and 75gm clopidogrel for at least 6 months after the procedure, although one patient discontinued anti-platelet therapy after 2 months. There are two patients involved in this MDR report. Since there was no patient, procedure, or device specific information provided in the article, both events are being reported in one MDR report. There was no information regarding patient age, weight, gender or medical history. Since the device lot number was not provided, the device manufacture and expiration dates are unknown. A copy of the literature article is attached to this MDR report. Oishi, h., yamamoto, h, nonaka, s., shimizu, t. Et al. (2014). Treatment results of endovascular coil embolization of asymptomatic unruptured intracranial aneurysms in elderly patients. J neurointervent surg 2014;0:1¿6. Doi:10.1136/neurintsurg-2014-011305 no additional information could be obtained. Complaint conclusion: the devices remained implanted and were not available for analysis. The device lot number was not provided; therefore, a review of manufacturing documentation could not be performed. Stent thrombosis and stroke are known potential adverse events associated with cerebral stenting as outlined in the instructions for use (IFU). The root cause of the events cannot be conclusively determined based on the information provided in the literature article; however, patient and pharmacologic factors may have contributed to the event (one patient discontinued antiplatelet therapy). There was no evidence to suggest the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported in a literature article, (oishi, h., yamamoto, h, nonaka, s., shimizu, t., et al. (2014). Treatment results of endovascular coil embolization of asymptomatic unruptured intracranial aneurysms in elderly patients. J neurointervent surg 2014;0:1¿6. Doi:10.1136/neurintsurg-2014-011305), two patients experienced in-stent thrombus formation leading to cerebral infarct following stent-assisted coil embolization with use of an enterprise stent (lot and catalog unknown). One of the events occurred 2 months after treatment, and the patient had stopped taking antiplatelet drugs 1 week prior to the event. No patient, procedure, or event specific information was provided in the article. Systemic heparinization was initiated in all patients to maintain an activated clotting time of 250 ¿ 300. Patients were given 100mg aspirin a few hours before the procedure and were treated with 100mg aspirin and 75gm clopidogrel for at least 6 months after the procedure. There were 30 closed cell stent (enterprise vascular reconstruction devices used in the patients; however, no other codman devices were indicated as being used. There were 31 procedural related complications; however, the article did not identify if any of the 30 enterprise stent was used in these procedures. The purpose of the article was to report the results of endovascular coil embolization of asymptomatic unruptured intracranial aneurysms (uias) in elderly patients (B)(6)) from (B)(6) 2001 through (B)(6) 2013. There were 375 elderly patients with 400 asymptomatic uias.